Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk guides/sleeves/aiming: aiming arm/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during orthopedic procedure, the surgeon was using the depuy synthes tfna system, and was trying to insert the triple trocar sleeve for helical blade into the 125 degree aiming arm. The sleeve was unable to be advanced to the skin to make an incision. We tried a new aiming arm and it was still "sticky". A new tray was opened to grab a different outer trocar sleeve. There was a surgical delay of five minutes. The procedure was successfully completed. No patient consequence. This complaint involves tree (3) devices. This report is for (1) unk - guides/sleeves/aiming: aiming arm this report is 3 of 3 for (B)(4).